Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse checked instrument health reports, ran sample 3 (s3) and reagent 5 (r5) service methods tests (smt) and the alignment test recovered out of specifications. The cse replaced s3 probe proactively as the tip appeared worn, aligned bottom of cuvette (boc) for s3 and r5, and performed auto-alignment. The cse repeated smt, recovering within specifications, ran 6 patient samples, quick checks, and quality controls (qcs) resulting, acceptably. The cause of the discordant co2 results was due to misalignment and sample probe wear, which was resolved during the service visit. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.